Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on their bed from melted patient line tubing during their pd treatment. The patient noted that the solution in the heater bad was too hot and melted the patient line tubing. The patient¿s daughter was able to fit her finger into the melted tubing. The patient reported receiving a heater bag was too warm and air detected in cassette alarm during dwell 4 of 5 of treatment and the treatment was cancelled. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed that the front panel display touch screen was loose. There was a gap with the front panel bezel. There were no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment using (as-received) treatment settings with reduced dwell times was performed and completed without failures. No fluid leaks in the test cassette during the treatment test. The cycler passed the temp test, heater test and heater calibration diagnostics checks. The cycler underwent and passed a system air leak test, valve actuation test, heater safety test, and patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. The 4 front panel assembly screws at the back of the display enclosure were tight. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on their bed from melted patient line tubing during their pd treatment. The patient noted that the solution in the heater bad was too hot and melted the patient line tubing. The patient¿s daughter was able to fit her finger into the melted tubing. The patient reported receiving a heater bag was too warm and air detected in cassette alarm during dwell 4 of 5 of treatment and the treatment was cancelled. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information requested but has not been obtained.